Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired device, not preparing the skin, the patient not attending their post-op visit, not using antibiotics pre-operatively, not irrigating the site before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated an infection was not confirmed to be present. However, the patient wanted the stimulators removed. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the elective explant is related to the patient's selecting an elective explant. No problem found.

Event description:
The patient requested an explant procedure due to possible infection. The implanting clinician stated an infection was not present however antibiotics were prescribed and the stimulators were explanted per the patients request. No further issues have been reported.